Manufacturer narrative:
The site indicated that the incident unit will not be returning to the manufacturer for evaluation. If additional information pertinent to the incident presents itself, a follow-up report will be submitted. (B)(4).

Event description:
Patient had a patency capsule procedure. She has a history of crohn's disease plus a couple of surgeries. She ingested the agile capsule and did not see it pass. She had a x-ray and they found the capsule (husband is not sure the location). The plan is the patient is to go to the hospital and ingest contrast material. The husband did not know if or what procedure would be done. He said they would wait for the results of the contrast ingestion to make a decision. The patient continues to have normal bowel movements but is currently in a lot of pain. Two weeks later, the patient's husband reported the barium enema with contrast was done, capsule was not seen, and there was no obstruction. A possible 15mm kidney stone was visualized. Next step is to meet with surgeon regarding possible kidney stone.